Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement test due to the missing segments. The pump was also received with a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen on his insulin pump was cracked and he was unable to read the screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that he was playing volleyball and damaged the insulin pump when he dived for the ball. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.